Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-01112 for the first captivator snare, 3005099803-2024-01113 for the second captivator snare, and 3005099803-2024-01114 for the third captivator snare. It was reported to boston scientific corporation that a captivator snare was used to remove a polyp in the ascending colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure and inside the patient, the snare would not cut. There were signs of blanching, and the snare was securely attached to the active cord. No problems with the cautery pin. However, they felt resistance when actuating. They tried two snares and connected to a different cautery machine, but it still would not cut through. The procedure was completed with a different snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.